Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver had an intermittent out of range signal. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. Voltage testing was performed and the transmitter has voltage. A review of the data log did not confirm the reported event of an intermittent out of range. A root cause could not be determined.